Event description:
It was reported to philips that the cadex charger will not charge three of the customer's batteries and the battery charge is less than 20% on all three batteries. The batteries will not respond to the trickle charge via the cadex. There was no reported patient involvement.